Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for varying impedance and short v-v intervals. The short v-v were due to surgical procedure the patient had that day. No patient complications have been reported as a result of this event.